Event description:
Baxter (B)(4) received a report that an intermate had no flow during patient infusion. The concomitant medical products are currently unknown. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received companion samples for evaluation. The reported condition of no flow was not confirmed. Visual inspection of each sample showed no signs of abnormality that could have caused the reported issue. A functional test was subsequently performed by filling each sample with water. During and after fill, flow was readily observed at the distal luer. Flow continued without stopping or difficulty. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4).